Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the device was not detected on the communication bus. The customer reported that the malfunction occurred while user trying to issue medication to patient, however there was no delay as they manged to get the medication from alternative device. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 4.1 was not detected on bus. A field service engineer shut down the device and the drawer were removed to replace the retractor band. After reinserting the drawer and rebooting, the issue persisted. All cubie pockets were removed from the motherboard, but the device was still not detected on the bus. The device was shut down again, the drawer was removed, and the controller board was replaced and rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.